Event description:
The incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced a high blood glucose level of 400 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer state they treated with the insulin pump for the high blood glucose. The customer state they are experiencing issue with there sensors not connecting. The insulin pump will not be returned back for analysis.